Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Noise episodes were noted on the implantable cardiac defibrillator after the patient fell in early october. The device was reprogrammed but noise was still reproducible when the patient crossed their arms over their chest. The patient was stable.